Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant attempt, the left ventricular (lv) lead dislodged from the vein after it was tied down and the catheter was slit. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated da mage at implant. If information is provided in the future, a supplemental report will be issued.